Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the loading icon kept spinning when two different registered nurses attempted to log into the pyxis machine, causing delays in care in the surgery department. A field service engineer (fse) reported that the main device biometric identification was not functioning properly, causing a continuous loading screen during login attempts. The fse uninstalled the lumidigm package and biometric identification drivers, installed a new lumidigm driver package, performed a reboot, accessed the hardware test application, tested the biometric identification, and confirmed that it was functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a loading icon was continuously spinning when two different registered nurses attempted to log in to the se. Or pyxis machine, causing a delay in patient care. The technician performed a full restart of the or pyxis machine, including maintenance shutdown, powering off the device, and leaving it off for one minute before restarting; however, the issue persisted. There were no adverse events or injuries reported based on this event.